Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was reported the patient was hospitalized thirteen days prior to death for an unknown indication. Pd therapy was ongoing during hospitalization; however, it was not reported which type of therapy was being performed. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information could be obtained.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.